Event description:
It was reported that a revision surgery was performed due to loosening.

Manufacturer narrative:
The affected device was returned and evaluated. The purpose of this investigation was to determine the cause for the patella component loosening. Macroscopic photo analysis was performed on the retrieved insert. Upon visual examination, the articulating surface of the patella has what appeared to be burnishing and deformation on one side. The patella component has cement inside the cement groove and has scratches on the surface. The visual analysis did not reveal any features that would have contributed to the patella component loosening.